Manufacturer narrative:
Conmed corp rec'd user facility uf/importer report. After a review of the event description as reported, conmed has determined this event not to be considered reportable. However, conmed is filing this report in response to the initial report submitted by facility. This complaint is being processed through the conmed corp quality system of complaint handling for non reportable events. No supplemental will be filed.